Event description:
The complainant the reported that a patient (age and gender unknown) underwent a therapeutic krcp procedure for stent placement. The stent could not pass over the jagwire guidewire. Another of the same device was utilized to successfully complete the procedure. The patient condition was noted to be fins. The patient did not sustain any ill effect or complications as a result of the issue with the guidewire.